Event description:
A company manufacture a hernia mesh in which I am having a severe allergic reaction to. The company is called deep blue medical advances. Severe rash, infection, hives, redness, others. "Was off meds prior to surgery."